Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alledged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of visible foam particles inside the assembly. A ¿ventilator inoperative¿ error code, e-50 was observed, indicating "the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds." The service manual recommends "checking for a disconnected tube between the blower pressure sensor and the blower outlet and checking the pressure readings and replace either the blower pressure or the outlet pressure; however, the available documentation specified that the pca needed to be replaced due to error code e-96 (unable to write to event log). No additional actionable error codes were identified. Dust and dirt contamination was also observed inside the device. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.